Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost the scs ipg charger and was unable to charge the ipg as recommended. Subsequently, the patient's scs ipg battery depleted. Follow up identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.